Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hbsag ii assay on a cobas e 801 msb/msbl analyzer. The initial result was 4.11 coi (tested on 1st e 801 (system b) after centrifugation and interpreted as reactive). The 1st repeat result was 1.43 coi (tested on a 2nd e 801 (system a) after centrifugation and interpreted as reactive). The 2nd repeat result was 0.7 coi (tested on a 3rd e 801 (emergency system) after high-speed centrifugation and interpreted as non-reactive). On (B)(6) 2026: the high-speed centrifuged sample was repeated: the 3rd repeat result was 0.545 coi (tested on system b). The 4th repeat result was 0.563 coi (tested on system a). The 5th repeat result was 0.556 coi (tested on the emergency system). The complete blood count (cbc) sample collected on (B)(6) 2026 was tested: the results were: 1.31 coi (tested on system b). 1.25 coi (tested on system a). 1.36 coi (tested on the emergency system). After high-speed centrifugation, the results were: 1.04 coi (tested on system b). 0.982 coi (tested on system a). 1.04 coi (tested on the emergency system). No questionable results were reported outside the laboratory, as the results did not match the patient's clinical diagnosis.

Manufacturer narrative:
The cobas e 801 msb/msbl analyzer serial number was (B)(6). Two samples were received for investigation on (B)(6) 2026. The investigation is ongoing.